Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. A review of the manufacturing record cannot be conducted as the lot number of the devices have not been provided to newdeal. A review of the complaint system showed that this incident is the seventh (for the past two years) reported to newdeal about a broken surfix drilling guide. The complaint rate for this kind of incident during the stated time period is 0.685 percent.

Event description:
The reporter stated that three drill guides broke during a surgical procedure: when they are being placed into a plate and when they are being removed from the plates. They are then difficult to remove from the plate and are very sharp. No pieces remained in the pt. Surgical time was prolonged by a few minutes. The procedure was an ankle fusion.